Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check performed by the customer, the batteries for the cs300 intra-aortic balloon pump (iabp) were depleting in less than one hour. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm powered on the iabp unit and observed the reported issue and noted that the batteries were due to be replaced in (B)(6) 2019. The stm replaced the batteries and completed the battery runtime test and full preventative maintenance (pm) service. All safety, functionality, and calibration checks were completed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer, the batteries for the cs300 intra-aortic balloon pump (iabp) were depleting in less than one hour. There was no patient involvement and no adverse event was reported.